Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not vibrating for button presses on the pump touch screen. Blood glucose was not impacted. At the time of the report, the pump¿s vibration was working as intended. Reportedly, the customer continued to use the pump for insulin therapy.